Event description:
There were two unsuccessful attempts to cardiovert a patient from atrial fibrillation using the zoll m series biphasic defibrillator set at device maximum energy of 200 joules. The md switched to another manufacturer's higher energy device and cardioverted the patient to sinus rhythm with single shock at 360 joules. The patient bmi of 27. The patient was on 100% oxygen via facemask for the procedure and zoll hands-free pads, #3109 were used. The first shock failed. Patient current 21a, joules delivered 246.3, impedance 73.second shock failed. Patient current 22a, joules del 246, impedance 69. Manufacturer response (as per reporter) for defibrillator, external, zoll m series defibrillatorthis is an ongoing issue.